Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver an unspecified IV solution and the delivery was started. After an unspecified length of time, the customer contact reported the nurse noted blood backing up in the tubing. At this time, the nurse noted, "the fluids were not dripping." The customer contact reported the nurse "readjusted the tubing" and therapy was resumed using the same pump. During testing at the user facility, the pump passed testing. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; it will not be returned for investigation. The device passed testing at the user facility and was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel.